Event description:
A physician successfully positioned and deployed an xact stent into the left internal carotid artery/common carotid artery. Two days post the procedure, the pt experienced right lower extremity ischemia resolved with surgical intervention. The pt was discharged seven days later to another facility.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.